Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/26/2023. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw, with detachment at the tip of the hot jaw. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. An investigation was conducted on 01/02/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact c-ring. There were no visual defects observed on the intact btt or dissection tip. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws of the harvesting device. The heater wire was observed to be flexed and bent away from the hot jaw with detachment at the tip of the hot jaw. No final testing was conducted due to the condition of the heater wire. No other visual defects were observed. Based on the photographic evaluation as well as the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000332509 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation of the terminal has separated from the heating element. Per the photo provided by the complainant , the heating element lifted from the jaws. No bleeding. Harvesting of the v. Saphena was successfully completed by using a new device. The procedure was slightly delayed. No harm to the patient.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#:(B)(4). The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw, with detachment at the tip of the hot jaw. There were no visual defects observed on the intact clearn silicone insulation on both the cold and hot jaws. Based on the non-return of the device as well the photographic evaluation, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000332509 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a